Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 07/25/2025, a sales representative reported via email that the ar-9580-2420-2s univers revers modular glenoid system augmented baseplate (24 mm) had failed, necessitating a revision procedure. The issue originated during a reverse shoulder arthroplasty performed on 07/24/2025. To address the failure, the surgical team successfully removed the ar-9580-2420-2s baseplate (24 mm), ar-9582-30 modular post for augmented mgs baseplate 30 mm, ar-9563-24 peripheral locking screw, and ar-9563-36 peripheral locking screw. They proceeded with the implantation of a non-arthrex small screw baseplate, which was supplemented by bone grafting. A new arthrex cup and polyethylene liner were also placed. The revision surgery was completed without further complications. Additional information has been requested on 07/31/2025.

Manufacturer narrative:
Additional information: g3, h3, h6. Visual evaluation of the customer-provided x-ray images noted an ar-9582-30 univers revers¿ augmented modular glenoid system. Refer to attachments. Based on the information provided, arthrex was not able to confirm the alleged failure. The most likely cause of the reported failure can be attributed to a patient-specific event. Ref: lt1-000169-en-us univers revers¿ augmented modular glenoid system surgical technique.